Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Retained outer casing/ fiber wrap of tampon- vagina [foreign body in reproductive tract] pain lower stomach [abdominal pain lower] , headaches head [headache] , foul odor vagina [vaginal odour] , abnormal discharge (yellow, brown) vagina [vaginal discharge] , (retained) outer casing or fiber wrap of tampax tampon [device breakage] . Case narrative: consumer reported via e-mail that the outer casing of the tampon was retained in her body for several weeks, possibly months. No serious injury reported.